Event description:
Voluntary medwatch received states device interrogation revealed noise, and high defibrillation impedance and x ray confirmed no more damage on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156198.